Event description:
Rpl tendon in thumb ruptured as result of artelon stt spacer eroding through joint capsule and through tendon. Artelon stt spacer had been surgically implanted in right hand stt joint in2008, as treatment for severe degenerative ostearthritis. One corner of side of implant came through joint; sides of implant had not been trimmed prior to indentation because instructions for use of device do not permit trimming on sides.